Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-sep-2024. The customer reported that, when an I-stat 1 analyzer (containing an I-stat rechargeable battery with a born-on date (bod) of 2020-10) was docked in downloader recharger (drc) s/n (B)(6), smoke was emitted from the drc. Technical support confirmed that the power cable and power supply adapter in use with the drc at the time of the event were provided by apoc. Failure analysis did not confirm the complaint of smoke being emitted from the drc as reported by the customer. Drc s/n (B)(6) functioned according to specification throughout testing. However, the photos provided by the customer showed a damaged power supply adapter and power cable. The damage was observed: plastic deformation of the power supply adapter body (potentially due to heat induced condition), and corrosion (potentially from spilled liquid) on the power supply adapter body and power cable. It should be noted that the drc power supply adapter and power cable were not returned for evaluation and cannot be ruled out as contributing factors. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer reporting that I-stat 1 downloader recharger (B)(6) had was emitting smoke. Customer states the correct power supply was being used. The product was replaced at no charge and returning for investigation along with power supply and analyzer that was docked at the time of the event.. There were no injuries reported. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.